Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. This was manifested by cloudy effluent fluid. The patient was treated with intra-peritoneal antibiotics (frequency and dosage not reported). The patient was started on hemodialysis during the peritonitis. The cause of the peritonitis was a breach in aseptic technique. This was further specified as the patient had reconnected the transfer set when it became separated from the setup. At the time of this report, the patient had resumed peritoneal dialysis therapy and had recovered from the peritonitis. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.